Manufacturer narrative:
All available information indicates that lead remains in service. There is no additional information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited abnormal electrical measurements. A revision procedure was performed and the helix would not retract. It was reported that the appropriate fixation tool was used and turned slowly as recommended. No adverse patient effects were reported.